Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 30 mg/dl and 32 mg/dl (inform meter) and 45 mg/dl (lab). No adverse event was reported. The manufacturer replaced the product and requested return of suspect product for evaluation.